Event description:
The ge oec 9900 fluoroscopy system had white pixels in image. Pixel blanking on images.

Manufacturer narrative:
A ge oec service rep investigated the issue and instructed the facility bme to reseat all pcb to see if image quality returned, and advise if issue persisted. Re-seating resolved issue. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.